Manufacturer narrative:
The investigation has determined that a lower than expected vitros tsh result was obtained from a single patient sample tested on a vitros 5600 integrated system compared to a result obtained from a non-vitros abbott architect test system. A definitive assignable cause for the lower than expected vitros tsh result could not be determined. Based on historical quality control results, a vitros tsh lot 5580 performance issue is not a likely contributor to the event. There is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it could not be established if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The most likely assignable cause for the lower than expected vitros tsh result for the patient sample is an unknown sample specific interferent present in the patient sample itself.

Event description:
A customer obtained a lower than expected vitros tsh result from a single patient sample when tested on a vitros 5600 integrated system compared to a result obtained from a non-vitros abbott architect test system. Patient sample vitros tsh result 0.189 miu/l (hyperthyroid) vs. The expected tsh result of 2.03 miu/l (euthyroid) a biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The customer did not report the lower than expected vitros tsh result 0.189 miu/l from the laboratory and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).